Manufacturer narrative:
The technical evaluation will be performed when the device is returned to manufacturer. The results of the evaluation will be provided in the supplemental report.

Event description:
Boston scientific has become aware of the following event: imaging was performed with an atlantis after a driver 3 .0x23 and a 3 . 0x18 was deployed at the lesion in a lad proximal -mid. The catheter was attempted to withdraw but it was stuck in the strut of the stent and couldn't be withdrawn. Therefore, the imaging core of the atlantis was withdrawn from the outer sheath and inserted the 0.14 wire to straighten up the tip of the catheter and attempted to take out. But it was unable to withdraw and also the 0 .25 wire wasn't either. So 6f sheath was placed at femoral and dilatated the stent with 1.5mm & 2.5mm balloons again. At last, the catheter was able to withdraw. The physician was visually checked the device outside the pt, but there was no remarkable defect on it. The lesion in the lad proximal was bent.